Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss stimulation sensation that began 2 days ago. No falls or accidents were associated with the event. The physician could not attribute the event to the device. A revision was performed and reprogramming took place in (B) (6) 2009. No pt injuries were reported.